Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. The device evaluation is in process.

Event description:
The distributor reported on behalf of the user facility that while a nurse was giving heparin, the needle detached and temporarily remained in the patient. The nurse used a gloved hand to manually remove needle. The reporter indicated that no injury to the patient or nurse occurred.

Manufacturer narrative:
Three original sealed packages of hypodermic needles were returned for investigation. The hypodermic needles were removed from the packages and visually examined with unaided eye; no visible non-conformities were observed. The needles were seated on their safety mechanisms and the sheaths removed per directions followed in the instructions for use (IFU). The devices were leak tested with no leaks observed at the luer taper gauges within 30 seconds. No needle detachment or needle-pro detachments occurred during testing. No product issues were found with the returned samples. In addition to the returned and unused product samples, one photo was provided for inspection. Visual examination of the photo observed two hypodermic needle hubs and two needle-pro safety devices. No syringes or other devices were visible in the photo. One of the needle- pros was observed separated from the needle hub; review of the photo could not determine if the needle-pro was broken or just disassembled from the needle hub. The second needle-pro in the photo was assembled to the needle hub; no issues were observed with it. The components in the photo were not returned for product inspection; therefore, further investigation could not be performed on them. No intrinsic product problems could be identified through review of the photograph. A review of manufacturing maintenance documentation found no discrepancies relevant to the reported product fault. The reported product issue could not be confirmed; all returned samples were confirmed to operate as intended. No corrective actions are planned at this time.